Event description:
It was reported that a user attempted to scan and start a freestyle libre 3 plus sensor with the pump after pairing to a new phone and received an on-screen message indicating the device was incompatible with the current version; troubleshooting determined the user had freestyle libre 3 sensors instead of the required freestyle libre 3 plus sensors, and the user was advised to obtain the correct sensors. No adverse clinical symptoms reported. Outcomes included no reported impact to health and no alerts or alarms from the pump. User support included customer service troubleshooting and user education on compatible sensors and setup steps. Investigation of this case revealed use of an incompatible sensor type with the pump, consistent with a use error related to device compatibility rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and product compatibility mismatch.

Manufacturer narrative:
Initial.